Event description:
It was reported that during a supply change, the ilet user noticed a pre-filled insulin cartridge leaking and received an unable to proceed message while filling the tubing; the user attached the cartridge to the connector before inserting it into the ilet, and the case involved the infusion set and cartridge. The user was instructed to replace all supplies, rewind the ilet, and clean the device with an alcohol swab. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of the information provided. Investigation of this case revealed no device problem, with a usage issue identified and the connector noted as the involved component, and the event was associated with an improper procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.